Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the pre-test could not be performed due to a damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01429, 0001526350-2023-01430, 0001526350-2023-01431, 0001526350-2023-01432.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery, the device had a damaged comb. Another device was used to complete the procedure. There was no noted harm or delay in the procedure. Due diligence is complete and there is no additional information available. There is no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.